Manufacturer narrative:
B3 date of event : event date estimated as 03/06/2025 as the reported event was noted to have two days after being discharged post implant.

Event description:
Reported via patient call center. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2025 using a watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds). The patient called into the watchman patient center about a possible pericardial effusion. The patient stayed in the hospital for four days after receiving the watchman implant, experiencing chest discomfort. During this time, a watch-and-wait approach was taken, with echo imaging provided. After four (4) days, the physician decided the patient could go home and prescribed xarelto for discharge. Two (2) days after returning home, the patient felt very ill, with symptoms resembling a stroke and asthma. The patient contacted the on-call physician, who directed her to the emergency room (ER) at (B)(6) hospital. An echocardiogram was completed, and the patient was kept for two (2) days for observation. The patient stated that the physician who was attending during the stay mentioned that the watchman device had broken off and pierced her heart, causing a pericardial effusion. The patient stated the physician informed her that the device was rolling in her heart causing the effusion but reassured her that her skin would close over it. The physician then recommended transferring back to the implanting hospital (yale) for pericardiocentesis, which she initially refused. The patient stated that she was threatened by that hospital at gun point for using naturopathic medicine. Eventually, the patient was transferred to yale by ambulance, where she again refused pericardiocentesis, preferring holistic medicine. On the third day at yale, the patient developed chest discomfort and a hot head. The patient used the shower for hydrotherapy. The next day, the patient was discharged by a different physician. The patient wanted to alter her discharge papers prior to signing then, but the hospital would not allow it. The patient stated she left the hospital and began taking holistic medications at home but still felt unwell. Bsc call center representatives advised the patient to follow up with a cardiologist to understand her current state and next steps. A good faith effort was made to the bsc clinical specialist. The bsc clinical specialist contacted the implanting physician who stated that the laac procedure was completed with no complications noted. There were no issues crossing the septum with the versacross connect system. An intracardiac echo (ice) catheter was used for imaging. The 24mm watchman flx pro laa closure device was successfully implanted with one deployment, and no recaptures required. The patient was discharged. Approximately two (2) weeks post implant procedure, the patient was symptomatic, and a small, focal posterior effusion was discovered. There was no shifting of the device from its implant location and there was no notable damage to the closure device. The patient was on a medication regime of xarelto. There was no intervention required to manage or treat the effusion as the effusion was not increasing in size. The physician had informed the patient that the pericardial effusion could have happened during the case and slowly accumulated, or possibly one of the anchors could have snagged the side of the appendage and created a small hole. The exact cause of the effusion was not known. The patient was discharged.